Event description:
It was reported that a large volume folfusor underinfused. The device had been attached for approximately 24 hours but only about 50-60% infused. This was observed during patient infusion. The device was filled with piperacillin/tazobactam 18000mg in 230ml sodium chloride 0.9%. The patient's midline was very slow to flush after the infusion was disconnected. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) initial reporter address: (B)(6) should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: device manufacture date: this device was manufactured march 17, 2023, to march 21, 2023. H10: the device was returned for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed, and the flow rates were found to be within the product specification range. The reported condition was not verified. The sample was determined to be a conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.